Event description:
According to the complainant, a capio cl transvaginal suture capturing device was used during the bilateral paravaginal repair, tension-free vaginal tape, and cystoscopy procedure on (B)(6) 2011. During the procedure, the capio carrier reportedly became "defective", causing the needle to detach and fall inside the patient's body. The physician left the detached needle in the patient and completed the procedure. Reportedly, the patient required additional unspecified medical procedures. Additional information: on (B)(6) 2011, during the procedure, the first stitch was placed anterior to the ischial spine with no complication. The bullet for the second stitch became ¿dislodged¿ as the physician attempted to stitch the ureteral-vesical junction. The physician was unable to palpate the 3mm bullet in the arcus tendineus fascia pelvis. The capio needle driver was replaced with a new driver and, again, the bullet dislodged. A new batch of capio needle driver was utilized and the third bullet also became dislodged. None of the three dislodged bullets were palpable. The physician then converted to ethibond sutures by placing them on the underside of the vaginal mucosa. Intraoperative x-ray did not identify any of the three dislodged bullets in the operative field. The stitches were tied and vaginal tape applied, and the physician closed the vaginal mucosa. The needle count could not account for three missing capio bullets. An addendum to the intraoperative x-ray reported after the closing of the vaginal mucosa notes a 2.3mm foreign body inferior to the right superior ramus. On (B)(6) 2011 a CT scan of the abdomen and pelvis found one ¿tiny 3mm metallic foreign body¿ in the ¿soft tissue of the right pelvis.¿ it was reported as located in the superficial fibers of the right obturator internus. No other foreign bodies were found. The patient¿s discharge was postponed pending the outcome of the scans performed. On (B)(6) 2011, the patient was discharged home. On (B)(6) 2011, the patient was seen for a follow-up exam. The patient was reported as doing well with little to no pain. Patient was instructed to return for a follow-up visit, but was not seen again by the physician. According to the complainant, the patient has not had surgery to remove the pieces of hardware, but is thinking about it.

Event description:
According to the complainant, a capio cl transvaginal suture capturing device was used during the bilateral paravaginal repair, tension-free vaginal tape, and cystoscopy procedure on (B)(6) 2011. During the procedure, the capio carrier reportedly became "defective", causing the needle to detach and fall inside the patient's body. The physician left the detached needle in the patient and completed the procedure. Reportedly, the patient required additional unspecified medical procedures. All other information is unknown and reportedly unavailable.

Event description:
Note: this report pertains to the first of three devices that were used during the same procedure. Refer to associated manufacturer reports #3005099803-2011-00629 and #3005099803-2011-00630. It was reported to boston scientific corporation that during a procedure (procedure type and name unknown) using a capio open access suture capturing device, the device "failed with gore sutures." Reportedly, "at least one needle came off of a suture and may have been left in the patient." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.